Event description:
The fiber tip burned off, detached and lodged in the pt's bladder. Forceps were used through the previously placed cystoscope to retrieve the detached tip. No further complications were reported.